Event description:
This event was reported as poly-tetro fluoro-ethylene graft weeping at midgraft with blood serum. Tried gelfoam and pressure to no avail. Graft explanted after approx 3 hours. No further info was provided.